Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air gaps/bubbles in the tubing. The customer's blood glucose level was 532 mg/dl. Reportedly, the customer primed the air bubbles out of the tubing, administered a correction via the pump, and drank water. The customer sated that they did not remove air from the cartridge prior to filling it with insulin.